Manufacturer narrative:
The UDI number for this device was obtained: (B)(4).

Event description:
After deployment of the 29mm sapien xt valve it was noted the valve had jumped a bit aortic 80:20 [aortic:ventricular]. It was determined that placing another valve would be appropriate as there was a possibility the valve was not well seated in the annulus. A second valve was implanted lower and in a desirable position. There was no paravalvular leak noted on echo and the valve placement looked good. The patient was stable throughout the procedure. The exact cause for the aortic valve jump was not determined. The valve was about 40% inflated and it jumped up [aortic]. There was no ventricular septal hypertrophy. The same thing happened with the second valve and the operator was instructed to push the valve towards the ventricle. The second valve was placed in perfect position.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the aortic valve movement cannot be confirmed. It is possible that a combination of patient and/or procedural factors [preserved ejection fraction (60%), severe annular/leaflet calcification, moderate mac and movement of the delivery system by the operator during valve deployment] could contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.